Event description:
Information was received from a manufacturer representative regarding a trial patient who was using an external neurostimulator (ens) for unknown indications for use. It was reported that patient has undergone trial for sacral neuromodulation. When the were configuring the device for evaluation phase it showed an error of invalid cable: test stimulation cable cannot be used for this workflow. Despite that external neurostimulator (ens) was connected with extension which was ultimately connected to trial lead. They have checked connection multiple time everything seems to be ok, but every time same issue is coming when they were planning to proceed with evaluation stage.

Manufacturer narrative:
Continuation of d10: product ID: 3560022, serial# unknown, product type: extension. Section d information references the main component of the system. Other relevant device(s) are: product ID: 3560022, serial/lot # unknown: unknown, ubd: unknown, UDI#: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that the cause was due to moisture at the junction of extension and ens. It was likely formation of moisture. The steps taken for resolution was, ens and extension disconnected- looked for moisture and connection was done after making sure no moisture is there. Issue has been resolved. Indication for use was nbur.